Event description:
On 3/17/95 a double lumen cuffed central venous line was placed via left subclavian vein. On 7/31/95 during removal, the catheter broke off peripheral to the cuff site with the cuff remaining in the subcutaneous tissues inferior to the clavicle. The catheter piece was removed surgically.